Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that their implant was no longer working. They were getting a ¿doctor signal on her device as well as multiple numbers appearing¿. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if any interventions/actions were taken to resolve the issue. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.